Event description:
It was reported that the patient underwent an anterior cervical discectomy and implant of artificial cervical disc prosthesis at levels c4-c5. At the one year postoperative follow-up evaluation, the investigator reviewed the cervical radiographs and determined that there was no motion of the prosthesis in the flexion and extension views. The patient was asymptomatic and no treatment was provided at this visit. At the two year postoperative follow-up evaluation on an unspecified date, review of flexion and extension radiographs indicated a 1-2mm opening of the spinous process, indicating that the residual motion was present. No treatment was provided at this visit. The clinical investigator deemed that fusion may have occurred due to template and sizing choices. At the 48 month follow-up examination on an unspecified date, the investigator still assessed no motion in the device.

Manufacturer narrative:
(B)(6). (B)(4). Neither device nor applicable imaging studies were returned to the manufacturer for evaluation.